Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The battery pin was reseated securely in grommet to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the battery pin was pushed in on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the battery pin was pushed in on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.